Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that there is an ongoing wireless monitoring loss issue where the patient monitoring is temporarily interrupted. The device was in use on patient at time of event, there was no adverse event reported.